Manufacturer narrative:
Corrected information provided in h.6.

Event description:
(B)(4) ¿the patient is hospitalized due to copd o2r with acute infectious exacerbation, aspiration pneumonia, and left-sided parapneumonic pleural effusion. On (B)(6), a thoracentesis was performed. The patient presents with severe functional decline: barthel index of zero points. Internal medicine ordered the removal of the pigtail catheter from the left hemithorax. During the removal, after cutting the suture and pulling to extract the device, it broke and part of it remained inside the patient. The general physician and on-call surgeon were notified. The procedure was performed on (B)(6) 2025, under local anesthesia, and on (B)(6), internal medicine ordered the removal of the pleural drain. A catheter fragment approximately 4 mm in size remained, located 17 mm beneath the skin, in the thoracic area¿.

Manufacturer narrative:
A thorough review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances related to this issue were found. There were no physical samples returned to argon from the customer however, there was an image provided. Based on the image a shiny part is seen in the body which seems to be the broken part of the device. Since the device was not returned it is very difficult to conclude as to what might have happened during the procedure. No corrective action can be taken at this time since the device was not returned for evaluation.